Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by severe abdominal pain. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the date of onset or the day after onset, the patient was treated with vancomycin 1 gram intraperitoneally (frequency and duration not reported) and fortaz 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. Antibiotic therapy was reported to be ongoing. Dianeal therapy was ongoing. After ten days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.